Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing impedance and high pacing threshold measurements. Boston scientific technical services (ts) discussed possible causes. The field representative confirmed that there was noise, no intrinsic amplitude and noted a lot of atrial tachy response (atr) episodes. In addition, the field representative placed another electrode to the patient to get clearer baseline on the atrial sensing and performed more capture threshold tests but it was not sensing appropriately and not capturing. This lead was surgically abandoned and was replaced with no issue. Additional information indicated that the source of high out-of-range pacing impedance measurement was not conclusively identified. No additional adverse patient effects were reported.